Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/07/2015-product analysis: the device was returned and evaluated by product analysis on 06/18/2015 with the following findings: review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed. A crack between the u-groove and the battery compartment was discovered. The returned battery cap threads were damaged and the cap was unable to maintain a proper electrical connection. A test cap was able to secure properly to the pump and successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, the bolus button cover was torn. The bolus button was appropriately responsive.